Event description:
Patient was received from the cardiac cath lab where the iabp had been inserted. The patient was waiting on a consult regarding a possible CABG in the future. The iabp began to alarm "gas leak" frequently. The machine was changed out but the same alarm continued to sound on the new pump as well. Perfusion and cardiothoracic surgery came to see the patient. It was determined that the problem was caused by the catheter. The catheter was removed and no other was inserted. Patient was taken to surgery.